Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. Webster cs catheter, model # d135304, lot # 17679970m. Pentaray nav eco catheter, model # d128208, lot # 17693283l. St. Jude medical brk transseptal needle. Unspecified 8.5fr sheath. (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent an ablation procedure for ischemic ventricular tachycardia with a smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the vt ablation case, a small anterior pericardial effusion was detected via echocardiography. Surgeon and other electrophysiology physicians were consulted. Patient was monitored for approximately 30 minutes prior to a pericardiocentesis, which yielded 600 ml. Patient was reported to be in stable condition. It was noted that the effusion was not present at the beginning of the procedure. There is no information regarding extended hospitalization. Patient fully recovered. Medical history includes ejection fraction of 15%, former smoker, vt storm days prior to the procedure, cardiac resynchronization therapy (crt-d) pacemaker, and myocardial infarction with stent placement. It is unknown when the adverse event occurred. Factors cited that may have contributed to the adverse event include a scarred left ventricle. It was noted that there was a lot of mapping of scar tissue, mostly with the map cath. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle without imaging. Sheath was an 8.5 french (brand-unspecified). Generator was set on power control mode with temperature cut-off of 40 degrees celsius. Ablation was performed for a total of 24 minutes in 60 second spot burns at 35 watts. Impedance and temperature did not exceed cut-off values. There were no high forces noted. Power was not titrated. Each ablation lasted 60 seconds or less. Irrigated catheter flow setting was 8 ml/min while ablating at less than 30 watts and 17 ml/min while ablating at greater than 30 watts. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.